Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that total 4 products occurred needle pull off issue happened in the surgery. Changed the new one to complete surgery. There will return 15 representative samples for analysis. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? No. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with fifteen unopened overwrap packets that pertain to product code eh7222h were received for analysis. The product code is double armed. As per the sampling plan, a visual inspection was performed on thirteen samples. The samples were opened, and an incorrect swage was found in all needles. As per this condition observed the remaining two samples were opened and the needles present incorrect swage. In addition, the functional test was performed using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.